Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons were not working properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon eval, the rear response button flex cable connector was detached. The cause for the non-functional response button is the detached cable. The root cause for the detached cable cannot be positively identified but is likely assembly error. Once the cable was re-inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The pt was fit with a replacement monitor.